Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review showed that the device was manufactured according to valid instructions and met all specifications. There is no non-conformance associated with this device with respect to the described issues. The DHR review the issue as reported by the customer was evaluated is plausible, though it could not be duplicated in evaluation. As reported by customer, the affected generator displayed error e433 and permanently rebooted. A product quality information was published on feb 28, 2020 for this error. An in-depth investigation of hvps board related to error 433 was conducted by r&d. During a deeper investigation of generator boards, a destroyed transformer (tr1) could be located as the cause for this issue. An improved generator board was introduced in the manufacturing process in the middle of july 2020 and the service bulletin was published on apr 8, 2020 for this subject. The e433 error is activated by the device¿s safety system, which triggers the device to restart. If the error is not remedied, the device may permanently reboot. Possible causes are: 1. The operator activates the footswitch during generator booting (temporary fault if caused by user action). 2. A defective foot switch (temporary fault). 3. A defective foot switch (temporary fault, defective reed contact). 4. A defective cable connection between hvps board and generator board (temporary or permanent error). 5. A defective hvps board (permanent fault). 6. A defective generator board (permanent fault). 7. A defective motherboard (adc, permanent fault). A deeper investigation of other generator boards related to error e433 showed that a destroyed transformer tr1 caused this issue. An improved generator board for the affected device was introduced in the middle of july 2020.

Manufacturer narrative:
Due diligence was executed for this event. No additional information is available for this event yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was not confirmed. Upon inspection and evaluation of the device, the e433 error could not be duplicated for the device. Since error e433 did not occur as a continuous and endless rebooting cycle and was not duplicated there is no permanent damage to the unit. Error e433 can be caused by the following non-intended use scenarios: (1) metal-to-metal sparking, and (2) simultaneous use of two hf surgical generators. Metal to metal sparking: do not bring the tip of the hf instrument close to a metal clip or other accessories. The tissue around the metal clip or the hf instrument may be burned. Simultaneous use of two hf surgical generators: if the electrosurgical generator is used in conjunction with another electrosurgical generator, never use both generators simultaneously. Keep the hf instruments connected to the not-used electrosurgical generator away from the target area while the other generator is in operation. Do not activate both generators simultaneously. Patient or user injury may occur due to the concentration of electric current. Error e433 may also be caused by a faulty footswitch. The customer did not send in their footswitch for testing. In addition, minor scratch on lcd screen, minor scratches on top cover, and minor scratches and dings on front panel were observed. These do not affect the functionality of the device.

Event description:
As reported for this event, during preparation for use, the device had a e433 reboot error code. There was no patient involvement.